Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c17 annex d: d07 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of tamper switch failed was confirmed. On 31-october-2024, pcu was received unboxed and with paperwork. External inspection revealed no physical damage, cosmetic damage or labeling damage. The stated issue of tamper switch failed was confirmed. Running asm keypad test confirmed tamper switch not functioning. Root cause: unseated pin on tamper switch connector. Device to be returned to san diego repair center for processing. No rework required. Unseated connector pin was reseated and passed asm keypad test failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device tamper switch failed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device tamper switch failed. There was no patient involvement.